Event description:
It was reported that the patient's in-situ testing shows an increasing number of channels in status high over time, starting from (B)(6) 2014. Re-implantation is being considered but not scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.